Event description:
It was reported that "dr. Removed a loose component and replaced it with a omnifit 200mm cemented stem with a +5 36mm c-taper head. Tritanium cup and multiple screws and a 10deg hooded x3 liner".

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If additional info becomes available, it will be submitted in a supplemental report.